Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed lesion being treated was located in the mildly tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.5x9 mm maverick balloon. The physician placed a 3.00x24 mm taxus express2 drug eluting stent and a 3.00x8mm taxus express2 drug eluting stent in the proximal circumflex (cx). Then, the physician attempted to place a 2.75x16mm taxus express2 drug eluting stent in the lad. However, the stent would not cross the lesion. When the stent delivery system was being removed the stent dislodged in the left main (lm). The physician was able to snare the stent and remove it from the patient. The procedure was postponed until the following day. Medications given: valium, benadryl, versed, heparin, aspirin, integrilin, nitro, fentanyl, and plavix. The follow-up procedure was completed successfully. No additional patient complications were reported. Patient status reported as "stable".